Event description:
It was reported that during an unspecified procedure, coating was peeling off of the guide wire. It was reported that the teflon coating is coming off of the amplatz super stiff guide wire causing the wire to swell and become bumpy which makes it difficult to advance it through the catheter. The guide wire and catheter were removed together, therefore, losing position. This is prior to the intervention. The amplatz wire is also reported to have gotten stuck in a long 9fr .038 introducer sheath. It is unk how the procedure was completed, however pt status was reported as 'ok'.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.